Event description:
It was reported that balloon rupture occurred. The target lesion was in the arteriovenous inner fistula. A 8.0 x40, 75cm gladiator elite was advanced for dilatation. However, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous, and severely calcified. The balloon burst after being inflated six to eight times at 20 atmospheres for 50-60 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was in the arteriovenous inner fistula. A 8.0 x40, 75cm gladiator elite was advanced for dilatation. However, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous, and severely calcified. The balloon burst after being inflated six to eight times at 20 atmospheres for 50-60 seconds.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 7mm proximal of the proximal markerband and extending approximately 50mm distally across the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was in the arteriovenous inner fistula. A 8.0 x40, 75cm gladiator elite was advanced for dilatation. However, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was stable.